Event description:
On 10/2/00, the facility's inventory control mgr informed the distributor's marketing mgr of the following: the physician noticed the tip was broken off the catheter before he put it into the pt. No further details were provided at this time.